Event description:
It was reported that the customer's inserter had been damaged. Customer's blood glucose level was 144 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Reliability analysis evaluated one opened inserter. Performed insertion test using anew lab sensor and rubber skin, passed per spec. Inserter connect/release properly.